Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was locate din the moderately tortuous and moderately calcified iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.